Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed total psa result was a problem with the r1 probe. The customer corrected the malfunction.

Event description:
A falsely depressed total psa result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained.it is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed total psa result.